Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with a blood glucose of 400 md/dl. Reportedly, the customer changed out the infusion set site and did not see any noticeable damage to the site. During troubleshooting with tandem's technical support, the customer did not seen insulin exit the infusion set tubing or the cartridge tubing during fill tubing. New supplies were loaded onto the pump to address the event, insulin was seen exiting the tubing, and insulin delivery was resumed.